Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp. On 12/12/2008, that an ultratome xl sphincterotome was used during a cper procedure performed in 2008. According to the complainant, "the device did not transmit electrical current during (the) procedure". The procedure was not completed due to this event. The pt's condition at the conclusion of the procedure was reported to be "stable".